Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull pins (a2020) was returned for evaluation. The reported complaint was confirmed from the evaluation. The tip of the skull pin was fractured from the visual evaluation. The observed damaged is consistent with improper skull pin placement, improper skull clamp positioning. The associated skull clamp was not returned for evaluation. It is highly recommended that the skull clamp be returned to be tested. This will confirm if the reported complaint was caused by the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00085. A facility reported that the mayfield radiolucent skull pin (a2020) was fractured during a craniotomy procedure. No patient injury or surgical delay was reported. Additional information has been requested.